Event description:
It was reported that a system error 2267 (air in set/line) alarm occurred on the homechoice device during an unspecified stage of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. The nurse cycled the power to clear the alarm and therapy was discontinued. The nurse was advised to contact the dialysis nurse about completing therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the device was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.